Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was reprogrammed (therapies and related alerts were turned off) and the lead appeared to be fractured. The lead will be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high thresholds and the fracture was confirmed. The noise was confirmed to be on the pace/sense portion of the lead. The lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2008, 5068-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to the right ventricular lead oversensing noise and t waves. It was noted by the emergency department physician that the patient stated falling on the device-area earlier in the day. The lead remains in use. No further patient complications have been reported as a result of this event.